Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. No absence of no delivery alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 01-may-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 01-may-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 01-may-2024 in the formatted history file.  Sensorexpiredalert (794) was recorded and found in the formatted history file on: 04/25/2024 09:57:27.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: 04/26/2024 16:18:00.000. Replace battery alert was recorded and found in the formatted history file on: 04/27/2024 01:49:00.000, 04/27/2024 01:59:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 04/27/2024 02:20:00.000, 04/27/2024 02:30:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 04/27/2024 02:31:04.000. Power loss alarm was recorded and found in the formatted history file on: 04/27/2024 02:31:21.000, 04/27/2024 02:31:29.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Earliest power data available per the power management tool/detail trace file is on 05-may-2024 at 2:32:59 pm. There was no power data available for the date of 26-apr-2024 and 27-apr-2024. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for absence of no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, the device test failed, and harm was reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 550 mg/dl. The customer reported diabetic ketoacidosis, hyperglycemia, confusion/disorientation, malaise, and blurred vision treated with hospitalization: an overnight stay, and an IV insulin drip (intravenous insulin infusion). The customer reported the following leading up to the event: the customer went into diabetic ketoacidosis and was hospitalized. Document treatment for high blood glucose: IV drip and pump. The event involved product(s) mmt-397a, mmt-1884, mmt-332a, and and mmt-7841zn. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucoses. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The high-pressure test did not pass twice. No further patient complications were reported. No product return is required for mmt-397a. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7841zn.